Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp integrated into the minicap transfer set broke. This event occurred during patient use. The minicap transfer set has been in use for approximately 5 months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further review of the event, please reference MFR report # 1416980-2017-02199 for all relevant information as this was identified as a duplicate report.